Event description:
Customer reported, a staff member had been involved in a blood exposure to the eyes and mouth while drawing blood. She stated, that the syringe was drawing rapidly and that no resistance was felt which caused the plunger to pop out of the syringe.